Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of blurred drainage catheter and clear view of surgical instruments in background. The reported issue cannot be verified as the photo was unclear. The investigation is inconclusive for reported the length of the trocar needle is shorter than the catheter issue as provided photos is not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided cyst drainage catheter placement procedure using navarre opti drain drainage catheter. Prior to the procedure, the length of trocar needle was allegedly shorter than catheter. The procedure was completed using another device. There was no patient contact.